Event description:
Gi lab at hosp reported that generator was not operating as expected. As reported "it beeps, but there is no cautery". Described problem appears as fluctuating power. It was also reported that the pt sustained a "perforation". Both rn and physician called for further complaint details and to determine if reportable event. On 11/13/2000 info was rec'd and confirmed from healthcare professionals that pt was undergoing a polypectomy. The physician reported he did not observe signs that the cautery was working (i.e. White burn around snare, tissue did not blanch) and proceeded to apply more cautery. The pt was reported to have experienced a perforation of the bowel at the site of the cautery/polypectomy. Surgical intervention was required and the pt is reported as stable. Info was not available on the mode and settings used by the physician or the size of the polyp. The equipment was returned to the MFR for eval. The engineering eval included visual, mechanical and electrical testing and no defects or deviations were found. The endostat ii was found to be in good working order. Co was unable to determine the exact cause for this event. Directions for use (page 11) state: "because electrosurgical effect is greatly influenced by the size and configuration of the active electrode, it is impossible to determine the exact effect achieved in a given control setting. It is very important that if the proper setting of this generator is not known, one should set the unit at a power setting lower than the recommended range and cautiously increase the power until the desired effect is achieved. Some suggested monopolar settings for various procedures are listed on page 12. It is highly recommended that the user consult the current medical literature on recommended monopolar settings and techniques.